Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin was squirting out during the manual prime process. The blood glucose level of the customer was unknown. The customer also stated that the drive support cap was appeared normal. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm.